Event description:
It was reported that this pacemaker triggered an alert for the right ventricular automatic threshold (rvat) test in suspended mode due to low evoke response. Additionally, high out of range pace impedance measurements were observed on the right ventricular (rv) lead and right atrial (ra) lead. Noise was also noted, however, the health care professional (hcp) stated the patient was hospitalized due to other health conditions that correlate to the episodes of noise. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as the source of the noise. No pacing inhibition was noted. Further information was received that this patient experienced a pre syncopal episode. Upon review, loss of capture (loc) was suspected but could not be confirmed. Additionally, the initial reported allegations of out of range pace impedance measurements on both the right atrial (ra) lead and right ventricular (rv) lead continue to be present. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker triggered an alert for the right ventricular automatic threshold (rvat) test in suspended mode due to low evoke response. Additionally, high out of range pace impedance measurements were observed on the right ventricular (rv) lead and right atrial (ra) lead. Noise was also noted, however, the health care professional (hcp) stated the patient was hospitalized due to other health conditions that correlate to the episodes of noise. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as the source of the noise. No pacing inhibition was noted. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker triggered an alert for the right ventricular automatic threshold (rvat) test in suspended mode due to low evoke response. Additionally, high out of range pace impedance measurements were observed on the right ventricular (rv) lead and right atrial (ra) lead. Noise was also noted, however, the health care professional (hcp) stated the patient was hospitalized due to other health conditions that correlate to the episodes of noise. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as the source of the noise. No pacing inhibition was noted. Further information was received that this patient experienced a pre syncopal episode. Upon review, loss of capture (loc) was suspected but could not be confirmed. Additionally, the initial reported allegations of out of range pace impedance measurements on both the right atrial (ra) lead and right ventricular (rv) lead continue to be present. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.